Event description:
Healthcare professional reported a patient was injected with 1ml of Juvéderm® Volux XC into the jawline. About a week later, patient later reported delayed swelling, tenderness' warmth, firm nodule, and difficulty opening the jaw. Hylenex was administered. Following treatment patient noted continued pain, swelling, and warmth. Patient was intending to seek treatment at an emergency department as they did not feel well.

Manufacturer narrative:
Clarification to H.6. Type of Investigation Code: The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.The event is a physiological complication and analysis of the device generally does not assist Abbvie in determining a probable cause for this event.Further information regarding event, product, or patient details has been requested. No additional information is available at this time.This is a known potential adverse event addressed in the product labeling.